Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description, haptic of the lens was damaged. The lens was replaced before implantation. There was no patient contact. Additional information has been requested.